Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the long bipolar grasper instrument was not providing energy, even after the energy cord was replaced. The procedure was completed with a backup instrument, with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.